Event description:
It was reported that during an iliac stenting procedure, partial deployment difficulties were encountered. Vascular access was obtained via the left femoral artery. The 80x6.5mm, 50% stenosed lesion was located in the mildly calcified and non-tortuous iliac artery. The physician began deploying the epic vascular stent, believing that it had been fully deployed, however the proximal portion of the stent remained inside the introducer sheath; when the physician removed the introducer sheath, the stent was removed as well. The physician held pressure, consulted a surgeon, performed another angiogram and they saw no complications or bleeding. They continued the procedure with access through via the right femoral artery and placement of another stent successfully. No patient complications were reported and patient status was fine. In the opinion of the physician, the difficulties were encountered due to "failed to give stent enough room to fully deploy, he should have backed out the sheath about 6 cm order to allow room for full deployment outside of the sheath."

Event description:
It was reported that during an iliac stenting procedure, partial deployment difficulties were encountered. Vascular access was obtained via the left femoral artery. The 80x6.5mm, 50% stenosed lesion was located in the mildly calcified and non-tortuous iliac artery. The physician began deploying the epic vascular stent, believing that it had been fully deployed, however the proximal portion of the stent remained inside the introducer sheath; when the physician removed the introducer sheath, the stent was removed as well. The physician held pressure, consulted a surgeon, performed another angiogram and they saw no complications or bleeding. They continued the procedure with access through via the right femoral artery and placement of another stent successfully. No patient complications were reported and patient status was fine. In the opinion of the physician, the difficulties were encountered due to "failed to give stent enough room to fully deploy, he should have backed out the sheath about 6 cm order to allow room for full deployment outside of the sheath."

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Updated: device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes. Device evaluated by MFR: the epic stent delivery system (sds) was received with no original packaging or other devices. The inner shaft was buckled at the distal and proximal ends and in the mid-section. There was no other damage to the device. The stent was not returned for analysis. The device appeared to have correct inner and outer assembly and the pullback grip was fully extended. The reported positioning difficulty could not be confirmed. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).